Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a power on reset occurred on (B)(6) 2010. The patient is currently receiving radiation treatment to the right breast and the device is in the left pectoral area. Reset took device to vvi65 and "wiped out" implant date, doctor and lead information. Two parity errors occurred on (B)(6) 2010 and (B)(6) 2010 at memory addresses 36f9 & 3ea2. The two parity errors caused invalid data in the patient information area and the programmer forced an update to get rid of the illegal data. The pacing mode has been programmed from vvi to mvp, but the lower rate interval is still 920 ms (65 bpm). The device remains in use. No patient complications were reported as a result of this event.